Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a pump stop occurred, and log files were submitted for review. The log files captured a pump stop that occurred after a driveline disconnect alarm on (B)(6) 2026 in which the pump stopped from 3:40:43 pm to 3:41:23 pm.